Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had persistent high capture threshold values despite having been repositioned several times and the repositioned attempts had resulted in the ra lead helix to fail to extend. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were unacceptable capture threshold and helix mechanism issue. As received, a complete lead was returned. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.